Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be sent upon conclusion.

Event description:
It was reported by the physician that this patient's zenith abdominal aortic aneurysm (aaa) leg bifurcated (zalb) graft and zenith spiral leg extension (zsle) graft were occluded and appeared to have thrombus throughout the main body. The patient's left leg was also reported to have thrombus. The physician performed an intervention to convert the graft to uni-iliac; then to femoral-femoral (fem-fem) crossover. There was no reported injury to the patient. No further information was provided.

Manufacturer narrative:
The event reported in MFR# 1820334-2017-00917 is a duplicate of this report. The investigation is ongoing. A follow up report will be sent upon conclusion.

Manufacturer narrative:
The event is a duplicate of the event reported in MFR# 1820334-2017-00917. As the investigation is completed for mw# 1820334-2017-00917 this report is being cancelled and the investigation of the event is being reported in 1820334-2017-00917.